Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (ldds) were inserted into each lead to provide traction. The physician chose a spectranetics tightrail sub-c rotating dilator sheath to attempt removal of the rv lead. As the doctor was trying to take the tightrail device off the lead to use a different tool, the lead became stuck inside the tightrail device. The doctor had to cut the tightrail device in order to break up some of the tissue that was causing the tightrail device to be stuck. After this, he was able to back the tightrail device off the lead. He then removed the rv lead with a 13f tightrail rotating dilator sheath. All leads were removed and nothing remained in the patient's body. The procedure was successful and there was no reported patient harm. This report captures the tightrail sub-c device which became stuck on the rv lead, requiring intervention.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated by a cross functional team on (B)(6) 2021. The device was returned in 2 pieces, with the device's shaft cut 3/8 inch from the distal end of the device's strain relief. Heavy biologics were seen in the cut portion of the shaft and in the distal tip. The inside handle halves were in good working condition and heavy biologics were present. The barrel and sleeve were in good working condition; however, heavy biological build-up prevented the sleeve from rotating around the barrel. After soaking the barrel and the sleeve, the sleeve rotated around the barrel and functioned as intended. There is no indication of a design or production issue, and no indication of use-related failure. According to the report and the results of the device evaluation, the failure has been determined to be caused by excessive biologic buildup in the shaft, which is the reason the device became stuck on the lead.